Event description:
Approximately 2 weeks post-operatively, it was noted on imaging that the implant had moved. A surgical procedure was performed at which time the implant was removed and replaced and supplemental fixation was added.